Manufacturer narrative:
Further information from the reporter regarding the vent and product details has been requested. No additional information is available at this time. Device remains implanted. The events of fever and erythema are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the right side, and the same event and the same patient reported under MDR ID #3008374097-2014-00058 (allergan complaint pr #(B)(4)).

Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during revision reconstruction ad mastopexy surgery. Two days post implant, patient presented with a fever and lower pole redness of the right breast, and patient was hospitalized. No surgical treatment was performed, and the device remains implanted. Physician stated it is unknown whether the fever is device related.